Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (failed incoming testing) has been confirmed. Upon investigation the electrode belt was missing multiple cables as well as the distribution node (dn) (B)(6). The belt was unable to be tested. There is no evidence to suggest that the damaged electrode belt caused or contributed to the patient's death. There is no evidence in the patient's flag files to suggest that this damage occurred while the patient was wearing the device. The device was functioning during use. The root cause for the missing cables was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
During servicing of an electrode belt which was returned for investigation into a patient death a reportable malfunction was found. The electrode belt failed incoming functionality testing. The device did not cause or contribute to the patient's death as the patient was in a non-treatable rhythm at the time of passing.